Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the model of clinician programmer and device software version was used to program the pump at the pump replacement was unknown. It was reported that the dosage seemed to be too high. It was unknown if the pump logs were available. The cause of the overdose symptoms were unknown. The patient's age and weight were unknown. On (B)(6) 2025, the dose was decreased from 8,607 mg/day to 5,998 mg/ day and the symptoms resolved. The pump implant date was unknown. The pump serial number was provided. The facility information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a scheduled pump replacement last week. The patient was now in the intensive care unit at a hospital. The patient was showing symptoms of overdosing. The healthcare provider had no physician programmer. The company representative was on his way to the clinic to provide a clinician programmer tablet in order to decrease the programmed dose. Currently there were no further details known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.